Event description:
Keith armstrong reported issues with the current tandem pump, specifically mentioning that the pump had frozen. There was no adverse impact to the customer¿s blood glucose level. The patient indicated they were okay to continue using the current device and no follow-up was needed.